Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the corner of the patient¿s ins was poking out and that the patient felt pulling and stinging when sitting down. The patient stated that they went to the doctor yesterday and the doctor suggested that the patient use a warm compress to see if they could massage the implant so the corner is not sticking out.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported the corner of their device had worked itself up to the surface.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). The hcp reported that on exam the device was completely buried under the skin. The hcp recommended heat and massage scar tissue. The hcp reported that the cause of the corner of the ins poking out, pulling and stinging when sitting down was likely scarring. The hcp noted that the ins poking out, pulling, and stinging when sitting down was unresolved at the time of report.